Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 5.1 were not detected in the storage space mapping. A field service engineer reseated the row board connection and cable on the 622 board to resolve the issue. The customer successfully recovered the drawer, logged in, and inventoried medications in drawer 5.1. The customer also tested all drawers and slides to ensure proper functionality. The top cover was opened to inspect the connections in the electronics drawer, and dust was removed from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to lock. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.